Manufacturer narrative:
The results from benchtop testing observed the led was not working. Therefore, destructive testing was performed. The led was removed from the scope shaft, a visual check was performed on led wire and discovered black led wire was broken in the shaft near articulation section 20mm from the tip.

Event description:
It was reported that that during the monarch bronchoscopy procedure while navigating to the second target after reregistration, target on the same side video would turn white, come back and then turn black. Physician had the biopsy from the first target and did not want to replace the scope. She aborted the case. There was no report of an adverse event due to system issues.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by auris health inc., or its employees that the report constitutes an admission that the product, auris health inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.